Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure there was an alleged inaccuracy with the navigation system. The surgeon was 5mm inferior and 3 screws were placed inaccurately. The site took another spin and were accurate so they revised the screws and continued the case. There was a reported delay of 45 minutes due to this issue.